Event description:
Trumpf medical received a report from a user facility stating, "female patient developed acute liver failure 12 hours post anterior/posterior 2 stage spine sagittal deformity and fusion correction procedure. The patient was positioned on her abdomen on a t3 frame with cushions and supports. The procedure lasted six hours." The patient has been reported to have recovered.

Manufacturer narrative:
The hill-rom (trumpf medical) (B)(4) and the operative spine surgeon at the facility reviewed all of the data from the surgical procedure and device event logs. The root cause of the liver failure was determined to be the result of the positioning of the patient related to her abnormal anatomy.